Event description:
No correlation of the event with device was found. There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: oxygen saturation decreased. A patient underwent ultrasound renal denervation procedure on (B)(6) 2024. During the procedure, after the second ultrasound emission, the patient's oxygen saturation dropped. After 3-5 minutes of reanimation measures, the patient's condition improved with no further sequelae. After 6 minutes of interruption, renal denervation procedure was continued. Procedure completed successfully and the patient was stable at the end of procedure.